Event description:
It was reported that the pump touch screen was unresponsive. There was no reported impact to the customer's blood glucose. Reportedly, customer continued to use the pump for insulin therapy.